Manufacturer narrative:
Confirmed customer¿s complaint of device turned off without notice and will not restart. Review of device alarm log history found n56 present. Testing of battery voltage found battery to be at full charge. Pressed battery change softkey and device battery indicator now shows full charge. Device functions as designed. Device passed self-test with no error alarms. Probable cause is battery change softkey not pressed. Replaced rear case, fluid shield due to damage consistent with normal wear and tear.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a plum 360¿ infuser pump where it was reported that the pump turned off without notice and will not restart while on a patient. There was no patient harm.